Event description:
The customer reported to olympus, the bacteria detected in the biopsy tube of the evis lucera colonovideoscope exceeded the standard value. The issue was found during reprocessing ahead of a procedure. The procedure was completed with a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Due to the limitation at repair center, culture test was not able to be carried out, so this event could not be confirmed. There were few additional findings. The insertion tube was wrinkled and swelled up during inflation. It was found that switches were damaged. The angulation was insufficient. Follow up in progress to obtain additional information from customer regarding bacterial test and precleaning procedures. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer provided the culture test report. There were five scopes tested, and one scope failed the test. There was no infection/ cross-infection. The date of last reprocessing was (B)(6) 2022. The bacteria was detected in the biopsy tube. The site performed bedside cleaning. Water tank cleaning was done by wiping with solution. Leak test was performed and there was no leak detected. The site does not use automatic endoscope reprocessor. The date of last water supply pipeline disinfection was (B)(6) 2022. The last water filter change was in (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture result report was not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.